Event description:
It was reported that the customer's insulin pump was malfunctioning, and she ended up in the hospital. Attempted to call her, and she stated that she is no longer using the device. The customer disconnected the call and no further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.